Event description:
Customer's daughter reported aviva system blood glucose results of 161 mg/dl and 359 mg/dl within 10 minutes. Customer had symptoms of hyperglycemia, was treated based upon the 161 mg/dl result with one unit of novolog. The symptoms abated within minutes. No adverse event was reported. Two weeks earlier, the customer was given three units of novolog based upon an aviva result of 359 mg/dl. Retest result within 10 minutes was 96 mg/dl. Daughter immediately called paramedics. Retest result within 10 minutes was 52 mg/dl; daughter gave the customer candy, as the customer had symptoms of hypoglycemia. Emts arrived; their result of 52 mg/dl was within 10 minutes of the 62 mg/dl. Emts treated the customer with glucose, retested 15 minutes later at 66 mg/dl. No further treatment reported. A request was made for the return of the meter and strips, replacement sent.